Event description:
It was reported that this right atrial (ra) lead was explanted due to being adhered to the right ventricular (rv) lead that exhibited high out of range pacing impedance measurements and elevated capture thresholds. Subsequently, the ra lead, along with the rv lead, were successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.